Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: investigation findings - 4112 analysis of information provided by user/third party.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on 11/11/2023. On (B)(6) 2023, the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, drainage, pustules, and infection, under entire patch area. The skin reaction was treated with a prescription of oral antibiotics, penicillin on 11/17/2023. At the time of the report the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.